Manufacturer narrative:
(B)(4). Batch manufacturing records of nw825/v8008 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional information was requested and the following was obtained: please verify specific quantity involved in the single procedure. Lot number - lot number - v8007 -1 foil. V8008-6 foils. Any adverse patient consequences and what medical/surgical intervention was provided to manage them? No adverse event. How was case completed? ¿ case completed with the other nw825 sutures. Product complaint (B)(4) logged for performance - breakage suture. Below is the detailed analysis of retain sample: complaint sample: complaint sample not received for investigation. Five retain samples of incident codes nw825 and lot number v8008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Note: event related to lot v8007 reported via mw # 2210968-2020-02486; events related to lot v8008 reported via mw # 2210968-2020-02487,2210968-2020-03376, 2210968-2020-03377, 2210968-2020-03378, 2210968-2020-03379, 2210968-2020-03380.

Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and suture was used. The suture broke while knotting during the procedure. The procedure was completed successfully with a like device. There were no adverse patient consequences reported.